Event description:
The pt's medical history and concomitant medication were not reported. The pt was taking an unspecified medication via a humapen ergo teal/clear pen body (lot unk) for an unk indication. The person operating the device was the pt who was a trained user. The pt reported that the pen was not advancing the required insulin, causing the pt's blood sugar to increase from 6-7 mmol/l to 18 mmol/l. In 2004, the co rep spoke to the spouse of the pt who stated that the "pt was in the hosp because of pt's blood sugar and there were no needles." The spouse did not know in which hosp the pt was, therefore no health care professional info is available at this time. The following day the affiliate quality control contacted the spouse again, but spouse was not cooperative and asked not to be called again. The pt and event outcome are therefore not known. Since no material was returned for examination and the pt complaint description is unclear or does not identify a failure mode, it was not possible to perform a targeted investigation on this device. The possible relatedness of the event to the device was not stated as the reporter was not a health care professional.